Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument's shaft became bent and would not rotate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of gear molded roll output broken to be related to the customer reported complaint. The instrument was found to have the gear molded roll output broken in one place at the base closest to the main tube. The break caused the instrument to not rotate. A piece measuring proximately 0.113" x 0.204" was not returned with the instrument. The root cause of broken gear molded roll output is typically attributed to mishandling/misuse. Additional observation related to the customer reported complaint was that the instrument exhibited unintuitive motion (moved precisely and proportionally to the master, started, and stopped with master motion, just moved in the wrong direction). The root cause could not be determined. The complaint regarding bent and would not rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of unintuitive motion could not be determined. The probable root cause of the broken roll gear is attributed to damage during use, which caused the instrument to not rotate. This may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed that the instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument became bent and would not rotate. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The instrument shaft was bent, but the customer was able to remove the instrument from the trocar. No port incision was enlarged. No arcing was observed. The instrument did not move in a non-intuitive/unexpected way. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury.